Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient¿s pulse generator exhibited premature battery depletion. The patient experienced shortness of breath. Device replacement was discussed. The patient was stable.